Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2012 and 01/23/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "moderate irritation/inflammation" and: moderate pain."

Event description:
Physician's office reported right side breast "moderate irritation/inflammation", additional patient reported event of moderate pain. Healthcare professional additionally reported right side exchange from textured to smooth due to concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure, inflammation/irritation and pain was received on (B)(6) 2022, with lot number 1328957. Visual analysis of the returned device identified, weight to the spec, crease fold, wear abrasion, deformation, red particles in the surface of the shell, white calcification in the surface of the shell. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare provider additionally reported, capsular contracture.